Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is the patient's fall causing the implant to breach the neuroforamen.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient had pain relief for six months before complaining of radicular pain after a fall. The surgeon determined that the most cranial positioned implant had breached the neuroforamen after the fall. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the cranial positioned implant with chisels as it was solidly fixed in bone. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.